Manufacturer narrative:
(B)(4). The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the u.s. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted coronary dilatation catheters, traveler rx, instruction for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 99% stenosed, concentric, de novo lesion in the mid left anterior descending coronary artery. The 1.20x6 mm traveler rx balloon dilatation catheter (bdc) was advanced without resistance to the target lesion for pre-dilatation and during the first inflation at 6 atmospheres for 1 second the balloon ruptured. The traveler rx bdc was removed and replaced with a non-abbott bdc. The procedure was completed with implantation of an unspecified non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.